Manufacturer narrative:
Customer allegedly smelled burning when they turned on the nebulizer. The nebulizer is 18 months old and history has also shown that events with this device have been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR filed solely on complaint that the user smelled burning when they turned on the nebulizer. Malfunction not confirmed. Invacare is attempting to obtain product for eval.

Event description:
The consumer turned the unit on and it allegedly smelled like an electrical wire was burning. No injury is alleged.